Event description:
Based on the info provided, a PICC line which had been inserted, partially in a pt's arm, broke. The break occurred at the hosp, where, they tried to withdraw it after partial insertion, and it broke. There was reportedly no resistance during insertion and removal. A cut down was done on the arm.